Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had an issue with the purge cassette not pumping. There was no patient involvement. The aic was to be sent for evaluation and/or repair.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.